Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming the bolus settings).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 52mg/dl with unsteadiness when standing and walking. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the cause of the bg excursion was dehydration, signs and symptoms of illness and there are signs and symptoms of illness which was not caused by bg excursion. Customer support (cs) completed troubleshooting and it was determined that the bolus settings were incorrectly programmed. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in incorrectly programming the bolus settings.